Event description:
It was reported that the balloon ruptured. A mildly stenosed lesion was located in a mildly tortuous and severely calcified lesion. A 2.00 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for the procedure. During preparation, the protective sleeve could not be removed easily and the balloon prepped outside the hoop. Upon applying slight force, the balloon sleeve appeared to rupture inside the patient. The procedure was successfully completed with another same device. There was no patient complication reported.